Event description:
The customer reported that during an ent procedure the patient sustained a 3rd degree burn on the corner of the mouth. The surgeon was using the uninsulated forceps inside the patient's mouth. A yankauer suction tip was in place at the corner of the patient's mouth where the burn occurred. The burn was treated with cream and bacitrace. The patient is reported to have recovered.

Manufacturer narrative:
(B)(4).. The incident forceps have been returned to use and the site is not returning them for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.